Event description:
A peritoneal dialysis (pd) nurse reported the pd patient was hospitalized for high blood sugar. He was admitted to the hosp (B)(6) 2015 and discharged (B)(6) 2015. The pt was in the intensive care unit. Med records received indicated no complications.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.